Manufacturer narrative:
A promus element plus, mr, ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. A 0.0140 recommended guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-dec-2020. It was reported that advancing difficulties were encountered. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment, but could not reach the lesion even after advancing several times. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.